Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-01033, 2134265-2014-01031.. It was reported that the motor drive unit was unable to perform pullback. The ilab motor drive unit was used in conjunction with an atlantis sr pro intended to visualize the lesion. It was noted that during set up and test outside of the patient, motor drive unit did not perform automatic pullback nor show an image. No patient complications were reported.